Event description:
It was reported that a patient experienced a dental implant loss. The loss of primary stability linked to probable cervical over-drilling after initial under-drilling due to incomplete support of the disposable pilot drill stop (3rd party product) on irregular bone.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.